Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) and creatine kinase mb (access ck-mb) results for two (2) patients and a non-reproducible access accutni+3 result for a third patient involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) this report addresses the non-reproducible access accutni+3 and access ck-mb results obtained on (B)(6) 2015 for two patients. The sample from the first patient (designated as patient one (1)) was repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a higher access accutni+3 result was generated. The sample was retested two times on the laboratory's alternate access 2 immunoassay system serial number (B)(4) and recovered with lower accutni+3 results, still above the assay's normal reference range, and a lower access ck-mb result, within the assays' normal reference range. The initial results were not released from the laboratory. The sample from the second patient (designated as patient two (2)) was retested on the laboratory's alternate access 2 immunoassay system serial number (B)(4) and a lower access accutni+3 result, within the assay's normal reference range, was obtained. The initial results were released from the laboratory. These results were retracted immediately. There was no change or impact to patient care or treatment in association with the non-reproducible access accutni+3 and access ck-mb results. The non-reproducible access accutni+3 result sample obtained on (B)(6) 2015 from the third patient (designated as patient three (3)) is addressed in MDR 2122870-2015-00299. Quality control (qc) and system check were within the assay and system established ranges prior to the reported event. After the event, system check and level one qc recovered out of specification. The patient samples were collected in lithium heparin tubes (with a gel separator). Samples were centrifuged at 4000 revolutions per minute (rpm) for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted cavitation in the wash pump causing air in the dispense probe lines. The fse rebuilt the wash pump and valve, primed, and noted the issue was resolved. All verification testing passed within published instrument and assay performance specifications. In conclusion, although a specific hardware component cannot be identified with the available information, there is sufficient evidence to reasonably suggest a hardware malfunction as one or more of the replaced parts resolved the issue. All MDR's associated with the reported event: MDR 2122870-2015-00298, MDR 2122870-2015-00299.